Event description:
Patient complaining of knee pain, instability and rhythmic popping of the hip. No revision surgery scheduled doi: (B)(6) 2004. Additional information has been provided stating the patient was revised on (B)(6) 2010 because implant was squeaking.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.